Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The lead exhibited high superior vena cava (svc) impedance and contained a possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead is returned for analysis. Analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. A conductor fracture was not observed during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).